Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The castor was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that the caster fasteners are damaged presenting a risk for the unit to tip or fall. There was no patient involvement.